Manufacturer narrative:
The referenced infection was reported on medwatch MFR report # 2916596-2017-02217. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years and 2 months the device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had an ongoing driveline infection since (B)(6) 2017 that was being treated with intravenous and oral antibiotics. On an unspecified date, the patient¿s antibiotic dosing was decreased due to worsening creatinine and elevated potassium levels. After antibiotic dosing was decreased, the patient started to have continuous drainage from the driveline exit site leading to recommendation by surgeon for a pump exchange. On (B)(6) 2018, the patient underwent a pump exchange. No additional information was provided.